Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has problems to manipulate the inflatable penile prosthesis (ipp) as the pump gets stuck. The physician tried multiple times to pump the device with no success and a malfunction of the pump was confirmed. A replacement surgery was recommended. No patient complications were reported.